Event description:
Customer reported that the insulin pump is making a clicking sound when the piston moves to push out insulin. Customer stated this is a very loud sound and she is concerned about the device not working correctly. Blood glucose value is 198 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump was monitored and no loud clicking sound during priming noted. Device received with cracked display window, cracked display window corners, cracked reservoir tube lip.